Manufacturer narrative:
The product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection of their transfer set and the patient made a use error by subsequently reconnecting which caused peritonitis. The patient found that the transfer set (further described as the connecting tube) had detached from the titanium adapter and dialysate solution had leaked onto the patient's belly. Subsequently, the patient reconnected the transfer set and then visited the hospital. The titanium adapter and transfer set were replaced and a drip infusion of unspecified antibiotics was administered (doses, frequencies and routes not reported). The patient was treated as an outpatient and not administered to the hospital. Four days later (in the afternoon), the patient had cloudy effluent and on the same date, the patient visited the hospital. On the same day, the patient was diagnosed with peritonitis manifested by cloudy pd effluent. On the same day, the patient began treatment for the peritonitis with drip infusion of unspecified antibiotics (doses, frequencies and routes not reported). The following day, the patient was hospitalized for the peritonitis and the treatment was continued. Twelve days after being admitted, the patient was discharged. On an unreported date, the peritonitis was resolved, the patient was recovered from the event, and dianeal therapy was ongoing; further described however, as "dose reduced" no further information). No additional information is available.

Manufacturer narrative:
On the day of the event onset, the patient¿s titanium adapter detached from the connecting tube, the liquid in the abdominal cavity contacted the skin further described as accidental exposure to the product. The physician reported the peritonitis was considered to have been caused by ¿infection via the catheter due to the detachment of the titanium adapter from the patient¿s connecting tube¿. Seventeen days after the event onset, the patient recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.